Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding their implantable neurostimulator (ins). It was reported that the tip of the lead was bent and it was replaced by a new lead to complete the operation. The patient was in good condition. No patient symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was determined the bent lead was an out of box failure. The cause of the issue was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the lead found the distal end of the lead was bent beyond the .005'' specification. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.